Event description:
The physician did a pacemaker replacement procedure. After connecting the ventricular lead , he could not insert the atrial lead in the header. The physician did several attempts. He retract the screw twice, which still didn't solve the problem. The physician ordered a new pacemaker. Directly there was no problem to insert the atrial lead in the new device. The physician assistant has turned the screw two times little bit backwards after the procedure, a proper insertion of an is1 lead was possible. Preliminary analysis did not reveal any issue with the subject device.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [(B)(4)].

Event description:
The physician did a pacemaker replacement procedure. After connecting the ventricular lead, he could not insert the atrial lead in the header. The physician did several attempts. He retract the screw twice, which still didn't solve the problem. The physician ordered a new pacemaker. Directly there was no problem to insert the atrial lead in the new device. The physician assistant has turned the screw two times little bit backwards after the procedure, a proper insertion of an is1 lead was possible. Preliminary analysis did not reveal any issue with the subject device.